Manufacturer narrative:
This report is made based on the results of evaluation completed on 01/23/2012. (B)(6). Correction/removal reporting number: 2531779-03/24/2010-003-r a review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during testing. Evaluation revealed a damaged force sensor assembly and an intermittent trace connection at the force sensor pins.

Event description:
Pump is returned for multiple loss of prime alarms. Evaluation revealed a damaged force sensor assembly and an intermittent connection at the force sensor pins. This report is being made based on the evaluation results.